Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the splinting tube had a lump-like object inside the tube, which caused it to narrow. The issue occurred during a routine device inspection. There were no reports of patient involvement or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it can be presumed that the event was caused due wrinkling of the inner layer resin due to small bending. The events can be detected/prevented in accordance with the following instructions for use: "chapter 3 preparation, inspection and operation, section 3.1 preparation and inspection, section 3.2 operation". "Chapter 5 storage". Olympus will continue to monitor field performance for this device.